Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to t wave oversensing, the field representative discussed the device appeared to be posterior. An x ray was performed. Technical services (ts) was consulted and discussed possible reprogramming options. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, auto setup was performed and no viable vector was achieved. The patient had an echography done and due to the improvement in the patient ejection fraction the physician decided to explant this device and not replace it. No additional adverse patient effects. This product was not returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to t wave oversensing, the field representative discussed the device appeared to be posterior. An x ray was performed. Technical services (ts) was consulted and discussed possible reprogramming options. This s-ICD system remains in service. No additional adverse patient effects were reported.